Event description:
Prostate biopsy guns that are miss firing. This has been going on for several months now. 4 devices have failed in 2026 so far. Pt code: 4582. Device code: 2532. Reference reports: mw5184558, mw5184559, mw5184561.